Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2001. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a sling procedure on (B)(6) 2001. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh removal surgery on (B)(6) 2002, due to bleeding, pain, infections and erosion in the bladder. Corrected information:

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, erosion, infection, organ perforation and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to infection, hematuria and erosion in to bladder. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.